Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the liproclip had poor closing the blood vessels during the open procedure of the left lobe vein. No patient injury. Device was replaced to resolved the issue and to complete the case.